Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had alarmed for no delivery. The reservoir was removed and insulin moved more easily. The insulin pump did not alarm with a 5 unit fill cannula. A bolus was delivered without alarm. The blood glucose reading was 22.7 mmol/l.